Event description:
The blood glucose monitoring device generated a result prior to the test strip being dosed with blood. Reporter stated not having controls and did not run controls as well as could not provide any values that were generated. No actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.